Event description:
It flew off in my mouth- oral b power care refills [device breakage]. Case narrative: consumer called and stated that the head of toothbrush flew off in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
It flew off in my mouth- oral b power care refills [device breakage] . Product counterfeit- oral b [product counterfeit] . Case narrative: consumer called and stated that the head of toothbrush flew off in her mouth. No injury was reported. Follow-up: suspect product updated, german product notes received. 05-aug-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
05-aug-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.